Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device stopped ventilating and displayed an unrecognized "short in system" error message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device stopped ventilating and displayed a "compressor fault-2001 " error message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (medical device problem code). The device was returned to zoll medical corporation. The customer's report could not be reproduced during functional testing. Device log review identified compressor advisories recorded on 1/8, with compressor calibration determined to be within specification. Internal inspection revealed debris in the flow manifold assembly and flow screens consistent with dust and particulate, which could have been a factor. However, thie customer report was not replicated. The flow manifold and screens were replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.